Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a retrograde intrarenal surgery procedure in the ureter, performed on (B)(6) 2021. During preparation, when the nurse pulled out the suture from the stent, the stent shaft broke. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a retrograde intrarenal surgery procedure in the ureter, performed on (B)(6) 2021. During preparation, when the nurse pulled out the suture from the stent, the stent shaft broke. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of stent shaft break. Block h10: the returned contour vl stent was analyzed, and a visual evaluation noted that the suture hole torn and the bladder pigtail detached separated. The suture string was loaded in the detached section, the positioner returned with the device only the stabilizer did not return. There was one picture attached in the record. No other issues with the device were noted. The reported event was not confirmed. According to product analysis, if the suture string/retrieval line is intended to be removed before procedure the IFU states that the retrieval line may be cut prior to stent placement. Remove retrieval line by holding the knot, cutting one strand, and while holding the knot, gently pull on the retrieval line. According the time of event, it occurred in preparation/prior to sedation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with a stent coil detached and suture hole torn/ripped. Therefore, failure to follow instruction is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.